Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was making a constant tone. Buttons were unresponsive. Customer's blood glucose was unknown. Device had also alarmed signal too low alarm, unexpected restart alarm, and program alarm anomaly alarm. Device passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No watchdog timeout, external ram crc, or unexpected restart error alarms were noted. No audio/beep anomaly or constant tone anomaly was noted. No display anomaly or battery icon anomaly was noted. No damage was found on the interface board. All buttons functioned properly. No damage on the keypad assembly was noted. Inspected the lcd connector and no unlocked connector was noted. The pump had minor scratches on the display window.